Event description:
During surgery, the item was located and was found to be broken before being removed from the patient.item is an audio tech partial ossicular prosthesis.patient with chronic suppurative otitis media with cholesteatoma. She was admitted after the above listed procedure due to nausea and difficulty controlling pain with oral pain medication.